Manufacturer narrative:
Investigation pending.

Event description:
Caller reports power cord to triage barcode scanner was visibly smoking and no longer works. No surges in electricity were observed on site. No explanations for cord damage were offered or source of ignition were found. No personnel were injured or hurt on site. A replacement barcode kit was sent to the customer. Part #52111 corresponds to the replacement barcode kit, which includes the barcode reader and all of its individual accessories. The part number for the triage meter pro is (B)(4).